Event description:
I used an icy hot patch on my shoulder to relieve pain. The patch was on for several hours. My shoulder felt like it was on fire. When I removed the patch several layers of my skin were attached. I suffered a very painful burn and still have a scar. My skin is pretty tough as compared to most. I am concerned about the potential burns to elderly, diabetics etc who are not made aware of the potential for injury. I contacted chattem inc. To tell them about the problem and sent them pictures of my burns. Dose or amount: patch. Dates of use: 2007. Event abated after use stopped: no.